Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-33504 it was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead had automatic mode switch (ams) episodes from noise over-sensing and the right ventricular (rv) lead was sensing noise. No intervention or patient condition was reported.